Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented to the clinic with lv lead impedance out of range. Review of session records noted increased impedance. No anomalies were found with lead impedance. The patient will be monitored.